Event description:
The customer's family member passed out in school and was rushed to the hosp. After being released, customer tested family member and received a "hi" reading. Due to this high reading, customer adjusted pt's insulin accordingly, 30 minutes after that pt received a reading of 22 mg/dl.